Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant, using 09f amplatzer trevisio intravascular delivery system. During deployment of the device, the left atrial disk deformed to a bulbous shape. There was no angulation or kink noticed in the delivery system. There was interaction with cardiac structures during deployment. The device was recaptured and removed. When the delivery system was removed from anatomy, the tip of the delivery system was noted to be frayed. A replacement 09f amplatzer trevisio intravascular delivery system and occluder were used to complete the procedure. The device was successfully deployed. There were no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was anatomical interference; there was no angulation or kink in the delivery system, and an 9f delivery sheath system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant, using 09f amplatzer trevisio intravascular delivery system. During deployment of the device, the left atrial disk deformed. The device was recaptured and removed. The tip of the delivery system was noted to be deformed. A replacement 09f amplatzer trevisio intravascular delivery system and occluder were used to complete the procedure. The device was successfully deployed. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.